Event description:
It was reported that the insulin pump alarmed button error. The reporter did not know the blood glucose reading. The customer states that they were riding the car and may have been leaning on it prior to the event. Troubleshooting was conducted. Nothing further reported.

Manufacturer narrative:
Findings: the unit received no button response due to corroded keypad traces. There was no button error alarm. The insulin pump was received with minor scratches on the display window. The unit received had a cracked case display window on the corner. The unit received with cracked battery tube threads. The insulin pump was received with cracked reservoir tube lip. The unit was received with cracked lcd window. (B)(4).